Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she took the insulin pump out of the box, inserted the batteries but the screen would not turn on. Blood glucose value was 435 mg/dl. The customer stated the insulin pump did not have physical damage and was not exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer was advised that a battery cap replacement would be sent and to monitor the insulin pump.